Event description:
Pt to or 5/15/97 for ventral henia repair with placement of gortex graft. Pt returned to or 5/16/97 for emrg. Lap. Per me note: "upon opening the gortex there was noted to be an inflammatory reaction with exudative fluid but no frank pus. The graft was removed. Pt discharged 5/19/95. The surgeon fastens co's mesh with the origin tacker laparoscopically. One day postoperatively the pt contracted peritonitis. The surgeon believes there must have been a hole in the bowel. During the reoperation, the surgeon stated that she observed a film over the mesh which she had never seen before; she explanted the mesh. The surgeon believes that the pt exhibited some type of inflammatory response to the mesh.